Manufacturer narrative:
Investigation summary: the customer reported the set came apart at the y-site during infusion. Pictures of the two affected sample's labels were returned, which verifies the material and lot number. The complaint of separation could not be verified by the pictures, and the physical samples were not returned. The root cause is unknown without the physical investigation. A device history record review for model 2420-0500 lot number 22013269 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set separated at the y-site. The following information was provided by the initial reporter: line came apart at the y-site during administration.